Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation of the device was not possible. Abbott technical support was contacted and confirmed the interrogation anomaly. The event was resolved by explanting and replacing the device due to normal battery depletion. The patient was in stable condition.